Event description:
It was reported that they could not get a flow rate with the arctic gel pads. Tried switching device and still could not get flow. Per additional information updated from ttm on 19feb 2026, they were unable to get a flow rate. They have already changed the arctic sun device, made sure there were no kinks, and the confirmed the reservoir was full. They were currently trying s/n (B)(6). Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.1psi, circulation pump command (cpc) was 100%. System hours 3969. Pump hours 455. Stopped therapy. Emptied and disconnected pads. Started manual mode, flow rate (fr) was 1.7lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 54%. Connected pads one at a time. Lot for full set of medium pads was (B)(6). Universal pad (B)(6). Connected universal pad. Flow rate (fr) was 0.5lpm, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 29%. Connected left chest pad. Flow rate (fr) was 1.2lpm, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 39%. Connected left thigh pad. Flow rate (fr) was 0lpm, inlet pressure (ip) was -0.3psi, circulation pump command (cpc) was 100%. Removed left thigh pad. Connected right chest pad, flow rate (fr) was 0lpm, inlet pressure (ip) was -1.7psi, circulation pump command (cpc) was 100%. Device sounded with alarm 01 (fluid delivery line open). Removed right chest pad. Connect right thigh pad. No improvement. Nurse was going to change out pads, leaving universal pad in place. Disabled manual mode. Nurse called back. They only had one set of medium in the closet, with the same lot ngkw1608. This set of pads also gave no flow, flow rate (fr) was 0lpm, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100%. This patient really needs a set of large pads. They were going to check with the ER to see if they have another set of pads to try. Stated they would call back if not resolved. No further calls. Asked nurse to place pads behind the nursing station for quality to inspect. Per follow up information received via phone on 20feb2026, original complainant was not on current shift. Charge nurse confirmed pads were still at the desk and gave hospital address.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.